Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: bi71000168, lot /serial #: (B)(4). The initial reporter was not known at the time of reporting. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they replaced the collimator after the y axis stopped functioning due to the gantry hitting something. The left side lower gantry cover was broken from this. (B)(4). The rotor control box was returned to the manufacture for evaluation. After visual/physical examination the reported issue was not confirmed because it was returned unused. (B)(4). The collimator was returned to the manufacture for evaluation and is under analysis at this time. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported outside of a procedure that the system would not fully initialize and the site had to manually open the gantry to remove the system from around the patient. Both navigation and imaging were aborted. No impact on patient outcome.

Manufacturer narrative:
H3, h6: the kit svc o2 bi71000168r collimator rfb (rev. 1 : s/n (B)(4) was returned for analysis. Analysis found that the complaint could not be confirmed. The collimator was installed into a known good system. The system initialized, and motion calibration, motion generator, communication, and charging passed. 2d and 3d imaging passed and the gantry door fully opened and closed. No problem was found. Evaluation codes that apply to this testing: 10, 213, 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the procedure was delayed by 45 minutes.